Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on electronic assembly. The insulin pump had minor scratched display window and cracked case at display window corners.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported that he fell into a swimming pool while wearing the insulin pump. Customer stated that the insulin pump was completely submerged in water. Customer reported that he could still read the display. Blood glucose level was 124 mg/dl at the time of the call. No further information was provided.